Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to repair of cystocele grade 2 to 3 and anterior vagina prolapse, sui. It was reported that the procedure was anterior colporrhaphy with insertion of prolift mesh, vaginal extraperitoneal colpopexy and transobturator sling. It was reported on (B)(6) 2008 repair of mesh due to chronic pain relative to mesh exposure and planned procedure with revision of mesh. The patient had good results from that surgery ((B)(6) 2006) as far as correction of the pelvic floor defect. The problem has been she is having problems with sexual activity since the time of surgery. The patient feels she is experiencing excruciatingly painful intercourse and this is affecting her marriage and activities of daily living. It is reported the patient has been treated for vulvar vestibulitis with lidocaine, has also been treated with trigger-point injection in the office. During the pelvic exam: vagina tenderness anterior on the right at the sling and tenderness along the edge of the mesh at the apex. Again this is at the upper prolift arm, the mesh itself appears to be non tender. There is no evidence of erosion; there is good anterior and apical support. Report of operation: mesh erosion on the right from tvt and constriction and chronic pelvic pain from banding from the superior portion of the anterior prolift removed from vagina 2.6x2.0x0.5cm mesh. It was reported by the patient that she began experiencing problems that relate to the defective mesh product that was implanted within several months after her surgery; pain, dyspareunia, recurrence and worsening of incontinence, urinary problems, infections and erosion. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.